Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Additional information has been requested but not received to date. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: no material was returned for evaluation. Log file review showed all laser system functions were within specifications for the respective treatment. At the service visit by a company representative (cr), the cr checked the device and found all parameters are within specifications and all found in order. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on manufacturer acceptance criteria. Based on the provided documents, only a limited evaluation from a clinical (application) perspective could be made. The cut was made on a depth of 400mm, which could be considered as a rather deep cut according to some studies(e.g. "Intrastromal corneal ring segment implantation by femtosecond laser for keratoconus correction" mohamed h. Shabayek, md, msc, jorge l. Alió, md, phd). A minimum pachymetry value was not given (topography of inferior quality) in order to determine the pachymetry/implant depth ratio. The cut settings were slightly off manufacturer's recommendations, using a tighter spacing with higher energy level. No technical root cause was identified as the product was found to be within specifications. Potential contributing factors: the tighter spacing with higher energy level (compared to manufacturer's recommendation) might have contributed to a slightly increased amount of gas, which could promote gas breakthrough.

Event description:
A physician reported that when performing the tunnel to place the rings with laser equipment, before opening, some bubbles appeared in the anterior chamber, sign of perforation. When opening the channel it started to come out aqueous humor. The surgery was an icrs (intrastromal corneal ring segments) insertion. Additional information has been requested but not received to date.